Event description:
It was reported that a user experienced hypoglycemia documented at 65 mg/dl while using the ilet bionic pancreas after being unusually active at work, and the event was confirmed through the monthly survey and follow-up with blood glucose questionnaire details. Investigation of this case revealed no device malfunction was identified based on available information. Symptoms included hot flushes, nausea and shaking/tremors associated with low blood glucose reported. Outcomes included temporary impairment without hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause given increased activity while on pump therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.